Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had not displayed correctly, and the image is upside down . There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation]. Updated fields: h4, h6, h11. The device was returned to olympus for inspection and the reported failure was the not displayed correctly confirmed the image is upside down". Was not confirmed. A root cause could not be identified. Based on the results of the investigation, the reportable malfunction is caused due to magnet ring of the control section is broken, therefore the insertion pipe does not rotate smoothly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.